Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise. Testing of the system was unable to reproduce noise. The s-ICD remains in service and there were no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted and replaced as the patient continued to receive inappropriate therapy due to oversensing of noise. Sense b node noise was also observed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise. Testing of the system was unable to reproduce noise. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted and replaced as the patient continued to receive inappropriate therapy due to oversensing of noise. Sense b node noise was also observed. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise. Testing of the system was unable to reproduce noise. The s-ICD remains in service and there were no adverse patient effects reported.